Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient age at time of event, weight and ethnicity and race were not provided for reporting. This report is for one (1) bab flexible fabric assorted 100 CT USA 381371150786 8137115078 USA 8137115078 USA, lot number 211023. D4: UDI #: (B)(4) upc #: 381371150786 lot #: 211023 expiration date: device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on october 23, 2021. Health effect clinical code: e1721 also refers to consumer alleged about "took skin off and has no skin in the shape of a band-aid that looks very painful and crying". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer¿s father reported his son had a bite on his stomach so they used neosporin and a band aid flexible fabric bandage on it. When they removed the bandage, it took the skin off his stomach. He now has no skin in the shape of a band-aid that looks very painful and he is crying. The symptoms did not improve after the patient stopped using the product. Father took him to emergency room and he was treated with a unknown prescribed burn cream called salve.